Manufacturer narrative:
Evaluation description: a partial lead cut 35.5cm from the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance and capture threshold have increased over the past year. The patient is a dialysis patient which it is believed may have contributed to the change in threshold. The patient condition is stable and will be monitored.

Event description:
New information received notes that high capture threshold and high lead impedance were observed. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Event description:
New information received notes that when the non-pacer dependent patient presented in clinic, loss of capture was observed. The device was reprogrammed and capture restored. Lead revision is planned.